Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During use of a rapidcross balloon it is reported that the balloon came off the wire during the procedure. It is reported the remnants of the balloon were removed from the patient. The patient was brought back later for stenting. No further patient injury reported for this event.